Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose reading was 380mg/dl, the customer took a bolus 15 minutes later and her blood glucose was 403 mg/dl. The customer treated with the pump. The customer stated that the display was not blank less than 30 seconds. The customer stated that the display is not currently blank. The customer stated that she is using energizer aaa professional alkaline battery. The customer was advised to monitor the pump and call if issues recur.